Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump did not allow the customer to pass the fill tubing step and received a minimum fill notification during the load process. The customer had changed to a new cartridge and able to complete the fill the tubing. Blood glucose was in the 200's mg/dl.